Event description:
Sales technician form access 2 mobility called in on (B)(6) 2010 to report the following alleged incident. The technician claims that last friday or saturday on (B)(6) 2010 or (B)(6) 2010, that end user was thrown out of his wheelchair. He claims this happened because the wheelchair unexpectedly veered to the left and hit a curb. The end user told the technician that he was going to the hospital to get x-rays to check for broken bones. On (B)(6) 2010, the end user called back in and stated that he went to the hospital on (B)(6) 2010. End user alleges that he has a cracked right hip bone that will heal on its own. He also claims he sustained minor bruise on his arm and shoulder. End user stated that the wheelchair veered to the right running his wheelchair into a curb. He claims the wheelchair went sideways causing him to fall over on his left side. The customer service rep asked the end user if he remained in the wheelchair or if he fell out. The end user said the support on the wheelchair held him in the wheelchair. End user stated that the motor has been locking up and making the wheelchair go in circles. He also stated he think it is due to the "emi".

Manufacturer narrative:
Sunrise medical (us) llc rec'd pictures of the wheelchair which show the following: bent right seat frame rail. The right foot plate and connecting hardware is scuffed. It appears that an impact caused the foot plate to be jammed upward. Left track spacer broken on the back shell (this is where the armrest is attached). The back shell appears to be in good condition. Left armrest broke where it is mounted toward the rear of the wheelchair. The dealer's technicians did an initial evaluation and believe that the left motor is disengaging allowing the left wheel to free spin. Technicians stated they were able to duplicate what end user alleges happened. Technician stated the chair is veering on its own. We are expecting the wheelchair to be returned for evaluation. The wheelchair has not been returned to the manufacturer for evaluation and it is unk if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.